Event description:
Medtronic received information that three years and four months after its implant, this pulmonary valved conduit was explanted and replaced with a different valved conduit. The reason for the explant was not reported.

Manufacturer narrative:
Additional information was received that this valved conduit was explanted and replaced with a larger valved conduit. Attempts to obtain the reason for explant were unsuccessful. The explanted device has not been returned for analysis. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.